Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement, and a residue buildup was present. Unit needs new components added to replace worn parts along with general maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was too loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.